Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that each time the patient recharged, their ins heats up and then burns for two days. The patient had a fall in (B)(6) 2019, and noticed this afterward but the effect has gradually set in. On (B)(6) 2020, it was so hot that the patient no longer used their ins out of fear. The patient also had to charge for five or six hours to have a full recharge. It was noted that the fall in (B)(6) 2019 probably caused or contributed to the issue. The rep saw the patient on (B)(6) 2020 and only suggested to make a short recharging session two hours maximum each day until the time they find a solution. No actions or interventions were taken to resolve the issue, and the issue was not resolved as of (B)(6) 2020. No surgical intervention occurred. The patient was alive with no injury. A session report from (B)(6) 2020 was provided and did not show any abnormalities. It was noted that the rep didn't have x-rays but would try to obtain them. Additional information was received from the rep. It was reported that t event date was (B)(6) 2020; however, this conflicts with the previous report of the effect having gradually set in. It was reported that the cause of the event was probably the fall a year prior. They did not know yet if the short recharging resolved the issue. The ins was still implanted. It was noted that this information was confirmed with the physician/account.